Event description:
It was reported the customer's insulin pump had a motor error alarm during a bolus setting. The customer could not clear the alarm. The insulin pump was not dropped or bumped. The insulin pump was also not exposed to moisture. The customer blood glucose was 146 mg/dl the previous night. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded act, up and down buttons on the keypad trace. No butto error alarms noted. The pump also had minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, scratched reservoir tube window, and stained end cap sticker.